Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump's drive support cap was sticking out. His blood glucose level was 175 mg/dl. He was advised to revert to a back up plan. The product will return. Nothing further to report.